Event description:
It was later reported that no diagnostics were performed and the cause of the charging issue was unknown. It was noted that in the past the time the patient spent charging did not match the charging history on the battery. No interventions were planned.

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
Concomitant products: product ID 3708140, serial# (B)(4), implanted: (B)(6) 2009, explanted: (B)(6) 2013, product type: extension. Product ID 3708140, serial# (B)(4), implanted: (B)(6) 2009, explanted: (B)(6) 2013, product type: extension. Product ID 39565-30, serial# (B)(4), implanted: (B)(6) 2009, explanted: (B)(6) 2013, product type: lead. Product ID 37743, serial# (B)(4), product type: programmer, patient. Product ID 37752, serial# (B)(4), product type: recharger. (B)(4).

Event description:
It was reported that a patient had their entire system explanted due to a need for an MRI of the knee and not using stimulator. It was stated that the battery would not hold a charge and it took an "extended time to charge, the length of three (B)(4) movies". It was noted that the patient had not used his device in a year. It was stated that this was not normal battery depletion. It was noted that it was inconvenient to charge. It was stated that the patient recovered without sequela.

Manufacturer narrative:
Analysis of the ins ((B)(4)) found no significant anomaly and was overdischarged and permanently damaged. Analysis of the extension ((B)(4)) found no significant anomaly and was segmented and cut through. Analysis of the extension ((B)(4)) found no significant anomaly and was segmented and cut through. Analysis of the lead ((B)(4)) found no significant anomaly and was segmented and cut through.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.